Event description:
It was reported that stent damage occurred. A 2.75mm x 20mm promus premier¿ stent selected however it was noted that the tip of the stent was bent. The procedure was completed with another of the same device.

Manufacturer narrative:
Device is a combination product.   (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.  (B)(4).